Event description:
New information was obtained on 2022-05-02 indicating the patient had developed hemolysis during impella support. Haptoglobin was delivered as treatment.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. B(5): new information received and added to narrative.

Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp optical pump inserted. The patient had a thrombus, impella was removed, blood flow in the lower limbs was poor, so thrombectomy with fogarty catheter was performed.